Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-jun-2022, it was reported that the infusion set leakage after first few hours. Plastic pieces lift off from tape side. The blood glucose was high and current blood glucose level was over 350mg/dl. Therefore, patient was treated with manual injection. No further information available.